Manufacturer narrative:
Pump received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement test, rewind test,prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test,or verify pump error alarms due to critical pump error alarm. No moisture damage was found on the motor, force sensor,or the keypad traces during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. Customer's blood glucose was unknown at the time of incident. No further details given.